Event description:
Customer reported receiving a reading of 143 mg/dl with qid meter aorund 8-8:30 pm while experiencing hypoglycemic symptoms (sweating, not feeling well). Paramedics were called and arrived within 10 minutes. A comparison reading was taken with an unknown brand of meter with a result of 32 mg/dl. Paramedics provided food in the form of two cokes and candy. Their family member also made a peanut butter and jelly sandwich for them. Customer declined going to the hosp. Testing was on fingers.